Event description:
A report was received from an academic conference of inteventional cardiology that an in-stent restenosis had occurred. The stent was presented with a focal restenosis 5 mm at both proximal and distal segments. Further details are unk. Additional information will be submitted 30 days upon receipt. Please note that this device (lot no. Unk) is distributed outside the united states; however it is similar to the united states distributed product.